Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was found to be dim and discolored. A test screen was used for investigation and found to function properly. Unrelated to the display issue, evaluation revealed that the battery cap had stripped threads and a crack was observed in the battery compartment. Also unrelated to the display, testing revealed that the time and date reset within 38 minutes with power off. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.